Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decrease in biventricular pacing as well as loss of capture (loc) on the left ventricular (lv) lead. No adverse patient effects were reported. At this time, this device system remains in service.